Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer complains about unexpected high blood glucose level. Customer stated this only occurs when less than 100 units of insulin are in the cartridge. Customer reported experiencing a blood glucose level of 400 mg/dl once. No adverse event reported. Requested return of the alleged pump for evaluation and replacement was sent.